Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6) h.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, ninety (90) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to underfill. Additionally, ten (10) retention samples were evaluated by functional testing and no issues were observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. However, the quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported that during use with bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes the tubes were underfilled. The following information was provided by the initial reporter, translated from japanese to english: the patient was admitted to the hospital due to lumbar spinal stenosis. Vacuum blood collection tubes were used to collect blood from the patient for testing. The negative pressure of the blood collection tubes was not enough, so they were replaced immediately, and no harm was caused to the patient.